Manufacturer narrative:
This report is for an unk - distal radial plate /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Customer quality investigation: ¿a photo investigation was completed: the implants were not returned, and the investigation was completed based on the supplied image. The images was reviewed, and no issues were noted with the implants that would contribute to the adverse event and therefore is unconfirmed. As the implants were not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate¿ to after the investigation.

Event description:
It was reported that a revision procedure occurred on (B)(6) 2021 to remove two dorsal distal radius plates. The reason for the removal is unknown. This report is for one (1) plate. This is report 1 of 3 for complaint (B)(4).